Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 01-jul-2022, UDI#: (B)(4) h3 ¿ analysis of the communicator found ¿tm 90 micro usb interface is damaged.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving clonidine, baclofen, and ketamine via an implanted pump. It was reported that the patient¿s communicator stopped holding a charge. It was confirmed that the battery light would not even light up green/wouldn't light up at all despite charging. A replacement communicator was requested from the repair department because the communicator would no longer hold charge/turn on. No patient injury reported.